Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6 the following sections were corrected: b5 correct to nineteen months no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately nineteen months post-implantation, the patient underwent a hip revision due too much offset and joint tightness. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 010000856 lot# r7315420a g7 neutral e1 liner 36mm d. G2: foreign ¿ new zealand. H6: proposed component code: mechanical (g04)- head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately seven months post-implantation, the patient underwent a hip revision due too much offset and joint tightness. Attempts have been made and no further information has been provided.